Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced sycnope. The patient was evaluated in the emergency room and there was an associated stored episode that corelated to the time the patient experienced their episode. The rythmiq feature was initiated and it was determined that the patient's ventricular rate was slow. Therefore, boston scientific technical services (ts) recommended turning of rythmiq and using av search to minimize rv pacing but continue to take. Additional information indicates that rythmiq was programmed off and no further observations have been reported. This product remains in-service.